Event description:
Additional information from the consumer reported that the action taken to resolve her shocking sensation was that she spoke to a manufacturers' representative who told her to walk directly in the middle of the metal detectors. The patient was still getting shocks.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3889-28, lot# va0uk9n, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The patient reports a shocking sensation. The patient describes feeling stimulation sensation of shocking. Patient reports she was walking through (B)(6) security gates and felt a shock. Patient states she was getting relief from therapy. There were no trauma/falls reported that could be related to this issue. Event date was in (B)(6) 2015. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.